Event description:
It was reported that the catheter was being inserted into the right subclavian vein of a male pt in the ccicu/cticu. During insertion, the physician noticed the catheter hub was cracked and blood was leaking out the cracked hub. He clamped the pigtails with the blue and red clamps at the distal end of the extension lines and both clamps broke. Both transparent extension lines on the pigtails were damaged and were leaking. As a result, the physician placed a new catheter. Reference MDR #3006425876-2011-00069 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.